Event description:
It was reported that during the implant procedure, the physician was unable to put the screwdriver into the ventricular screw of the implantable pulse generator (ipg). The ipg was not implanted and replaced. No patient complications have been reported as a result of this event.